Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was also reported that insulin pump screen had scratches. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with severe scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No blank display noted.